Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: according to feedback of the sales rep on 8-mar-2024 via phone, the sales name in event description (local language) should be updated. English event description should be update to (B)(6) .

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were there any patient consequences? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned.

Event description:
It was reported that a patient underwent an unknown procedure to remove a skin tumor on (B)(6) 2024; and a suture was used. During subcutaneous suturing of the incision, the problem of pulling off suture needle happened; and the excess suture in the patient's body was immediately removed. Changed another one to complete the surgery. There were no adverse consequences to the patient. Additional information has been requested.